Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. Imagery provided was reviewed and revealed the following: a post-procedural picture showed a radial tear burst at inflation balloon. Burst balloon appears bunched towards the nose tip forming umbrella shape. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst and difficulty to withdraw system through sheath were confirmed through the review of the returned imagery. No manufacturing non-conformance was identified during the evaluation. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported, 'the commander delivery system balloon burst at nominal inflation by a calcium spot'. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst, while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards italy affiliate, during a right transfemoral tavr procedure with a 29mm sapien 3 valve, the commander delivery system balloon burst at nominal inflation due to calcium. Despite the burst, the valve was successfully deployed in the annulus with perfect result. Upon removal of the commander delivery system, many attempts to retrieve the delivery system inside the esheath were done without success. Therefore a dryseal sheath was inserted in the left femoral artery, and it was decided to snare and externalize the wire from the contralateral femoral access. The commander was pushed over the wire, across the aortic bifurcation, making the pusher facing the left femoral sheath. Then, the commander was cut at the proximal end, separating the pusher and the inner balloon shaft. The proximal part of the balloon was removed retrieving the balloon catheter through the right femoral esheath and the distal part of the balloon was removed retrieving the inner balloon shaft through the left femoral sheath. No patient injury occurred and the final result was really good. Patient was discharged home 2 days post procedure.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Update section a2, a3, and b7 per additional info received.

Manufacturer narrative:
Per additional information received through 3mensio imagery, calcification was present in the landing zone.